Event description:
The manufacturer received information alleging a patient was harmed while using a ventilator. According to the reporter of the event, the patient became disconnected from the ventilator and was unresponsive when a caregiver responded to the device's alarm. The patient regained consciousness, but remains mentally compromised. The ventilator was evaluated by the manufacturer and the device passed all testing. The device was found to operate and alarm as designed. A review of the ventilator's downloaded event log confirmed the device did not malfunction or fail to deliver therapy. On the day of the reported event, (B)(6) 2015, the device's downloaded event log indicates the device began alarming for a patient circuit disconnect at 08:09:32. The device continued to alarm for a patient circuit disconnect until the alarm was acknowledged and reset/silenced at 08:46:02. The manufacturer concludes the device did not cause the reported event. The ventilator alarmed as designed when the patient became disconnected from the device. The device continued to alarm for a patient circuit disconnect for approximately 36 minutes until the alarm was acknowledged by a caregiver.